Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. Here is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was tested and found to be working as intended and returned to service.